Event description:
No output for 6 seconds during routine telephonic maintenance of patient's pacemaker. According to medtronic, this is a variant in the normal functioning of the device in the magnet mode. The generator was 6 years old. The device was replaced.